Manufacturer narrative:
Product evaluation: no data regarding product identity was received, i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. Only the device was returned for investigation: the device's body was clean without scratches or defects. The lumen was partially open. After slicing the device, the restriction unit seemed centered and no welding penetrations were seen. Therefore, there is no indication for a manufacturing related factors that could cause the blockage. During production, 100% final inspection is being performed on the entire batch, including visual inspection, measurements and inner illumination. If a defect would be noticed, the product would have been rejected and segregated immediately. Having said that, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is 'inconclusive - no root cause identified', since the blockage could have been caused by many different reasons during and after the clinical procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient's intraocular pressure rose. The postoperative course is good and stable. The patient is recovering. The causality of the event is unknown.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that following a glaucoma filtration device (gfd) implant procedure the device was suspected to be clogged. The device was explanted and a trabeculectomy was performed approximately 2 weeks later because insufficiency intraocular pressure control was confirmed. Additional information was requested.